Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked and cleaned the reaction tray wash unit (wud). The cse replaced the pump and performed a check, which passed. The cse removed the cuvettes and dried out the water. The cse refitted the cuvettes and ran cell blank, which passed. The cse performed calibrations and ran quality controls, which were within range. The cse ran tests on other methods and obtained expected results. The cause of the discordant, falsely depressed cre2, ecre2, ca and un results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed creatinine (cre2), enzymatic creatinine 2 (ecre2), calcium (ca), and urea nitrogen (un) results were obtained on patient samples on an advia 2400 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate instrument, resulting higher. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed cre2, ecre2, ca, and un results.